Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particulates in a buretrol set. It was stated they found particles in the solution of this IV set before connection to a patient. It was specified that there were 2-3 oblong particles that appeared to be plastic material. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed pieces of particles in the solution as plastic material strand inside the burette chamber. The reported condition was verified. The cause of the condition was determined to be manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.